Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found that the controller msp 430 was defective due to an interruption between the conductor track and the conductive rubber. Visual inspection showed the alleged display defect within the first digit of the results field. No contamination or mishandling was observed. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer's meter was requested for investigation, but has not been returned.

Event description:
The initial reporter complained of a cc-xs meter display issue, which could cause a misinterpretation of results. The reporter performed a meter display check and "-88" was presented on the display. The reporter confirmed segments were missing from the first position of the display.